Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient developed a device erosion. The device system was explanted. Patient was fitted with a temporary external pacer and will continue care under hospitalization. The procedure was completed successfully without adverse consequence to the patient. The patient was in good and stable condition following the procedure.